Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_stylet_acc, serial# unknown, product type: accessory. Analysis of the stylet and lead found no anomalies of either device and each performed its essential function and met manufacturer's product specifications. The evaluation method, result and conclusion codes apply to the lead.

Event description:
Information was received from a health care provider via a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the trial lead was opened and the lead appeared to have been damaged in the packaging. The health care provider reported that the lead appeared to be ¿wrinkled.¿ the health care provider attempted to guide the lead through the entry needles and was unable to direct it due to wrinkling in the lead. He then pulled the preloaded stylet out of the lead and found a bend in the middle of the lead. He then reinserted an alternate stylet, which failed to straighten the lead. A new lead was opened and utilized for the trial. The issue was resolved at the time of the report. There were no patient symptoms and the patient recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.